Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a trial patient who was using an external neurostimulator (ens) for non-obstructive urinary retention. It was reported that patient occasionally   a slight burning sensation, like from a low grade infection and they still cannot void on their own. No further complications were reported/anticipated at this time.